Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9241688, medical device expiration date: 2024-07-31, device manufacture date: (B)(4) 2019. Medical device lot #: 9247681, medical device expiration date: 2024-08-31, device manufacture date: (B)(6) 2019. Medical device lot #: 9081846, medical device expiration date: 2024-03-31, device manufacture date: (B)(6) 2019. Medical device lot #: 9108747, medical device expiration date: 2024-03-31, device manufacture date: (B)(4) 2019. (B)(4). Investigation summary: one photo displaying two loose 10ml syringes was received and evaluated. It was observed, both syringes had the stopper wedged between the bottom of the plunger rod and the barrel wall. The jammed stopper condition was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: potential root cause for the jammed stopper defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 2 out of 428,400, which is 0.0005%. Batches 9241688, 9247681, 9081846, 9108747 are considered in compliance with our product specification requirements. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stoppers on bd syringes with the luer-lok¿ tip were deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger rubber is deformed / curled on both syringes."